Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope air/water function was not working. According to the customer, due to a delay in the cleaned, disinfected, and sterilized process, a blockage happened. There were no reports of patient or user harm associated with this event. During the field service engineer inspection, blood particles were discovered inside the nozzle unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction to (b5) was made as information was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided from the customer, the foreign material (blood particles) clogging the nozzle was due to a delay of reprocessing after a procedure. The event can be detected/prevented by following the instructions for use: reprocessing manual section 5.3 precleaning the endoscope and accessories, provides the following warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer replaced the nozzle on site to resolve the issue and explained the importance of precleaning without delay to the customer.